Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No excessive no delivery alarm noted. Pump received with normal operating currents. No unexpected low battery alarm noted. Pump received with broken reservoir tube lip, cracked battery tube threads and very minor scratched lcd window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have scratches on display screen which prevented reading of display screen. As a result, customer over-delivered insulin which caused customer to be unconscious and paramedics were called. Customer was treated with glucose IV and was not taken to the hospital. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. Customer also experienced no delivery alarms, high and low blood glucose and battery longevity issues. Customer declined troubleshooting.